Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfuncton. Complainant indicated that during subsequent biomed testing, the battery was removed and reinstalled and the device functioned appropriately.